Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two pinnacle cup impactors broke while the surgeon was implanting the shell.

Manufacturer narrative:
The devices associated with this report were not returned. Previously, seven pinnacle straight impactors (p/n 221750041) were evaluated by metallurgy for end cap breakages. The distal fracture surface of the end cap was examined using stereomicroscopy and scanning electron microscopy. The impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No evidence of manufacturing or material defects was observed that could contribute to this type of failure. No corrective action taken at this time. Continue to monitor via post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.